Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
During cleaning of the device, the tip of the blade dislodged from the device shaft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.